Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause could not be determined because evaluation is still pending. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the universal battery charger device blue light-emitting diode (led) was flashing, the solder joints on flex print pm-contacts were bad and the plastic was "molten". It was further determined that the device failed pretest for software revision, power-on test, charging function and refresh. It was noted in the service order that the device had an electrification problem and the blue led was flashing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the manufacturing site name, country code and postal code were inadvertently omitted in the initial report. All fields have been updated accordingly. Additional information: device evaluation update: after further evaluation, it was determined that the error was not caused by a soldered flex pcb, but by the defective optocoupler the u-bus 24 volts could not be reached. It was determined that due to mentioned issue the fan could not be sufficiently supplied with power. Additionally, the microcontroller showed the error flag cpu-fan-locked and this results in the led flashes blue. It was determined that it is a one component failure. It was further determined that the assignable root cause of the faulty optocoupler (semiconductor device) could not be determined. If additional information should become available, a supplemental medwatch report be sent accordingly.

Manufacturer narrative:
It was inadvertently documented in the initial report that the date device returned to manufacturer was 12/20/2017. It has been updated as 12/21/2017. It was inadvertently documented in the initial report that the date received by manufacturer was 12/14/2017. The correct date was 12/21/2017. If additional information should become available, a supplemental medwatch report will be sent accordingly.